Event description:
Meter name: one touch basic, strip name: unknown, meter code: unk, strip code: unk, strip storage: unknown, symptoms: customer couldn't remember. A patient reported they were seen unable to test due to low bg levels. Meter was prompting the "insert strip" and "not ok" message. Their meter allegedly was inaccurate: no comparison. The result on their meter was: no comparison. The result on the ER meter was 30 mg/dl. The time difference between patient's meter and ER meter was unknown. Treatment was glucose shots to bring bg level up. No further information has been reported.